Manufacturer narrative:
Analysis found that the customer complaint regarding excessive heat could not be confirmed because the handpiece as not working, therefore pre-repair temperature test could not be performed. All the internal parts were corroded, there was foreign material built-up on rear bearings, and the motor failed. Removed the foreign material and replaced with new rear seals and bearing and motor cable subassembly. Also replaced old serial number (B)(4) to new UDI serial (B)(4). The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was lagging and getting too hot in the operating room. There was no patient impact.